Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 2.1, lab: 2.5. Time between testing was reported as 1.5 hrs. Pt's therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.